Manufacturer narrative:
(B)(4): follow up emdr submission. Since no complaint sample was returned, a sample evaluation could not be performed. A review of all device history and sterilization records did not identify any issues that may have contributed to the reported failure mode. Based on the complaint investigation, a probable root cause could not be identified. However, the investigation did note a specific caution within the IFU that damage may occur to the guidewire if it is withdrawn through the needle. The investigation did note that if the guidewire had been withdrawn through the needle, the reported failure mode could likely occur. Based on the identified caution within the IFU, the customer will be made aware of this caution and the probable outcome (damage to the guidewire) if the guidewire is withdrawn through the needle. Likewise, this failure mode will be tracked and trended for future occurrences. IFU sent to customer.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up will be submitted upon completion of investigation.

Event description:
Medical specialties - broken part of the j-tip metallic has been left inside the patient. It has been confirmed by an x-ray, a general anesthesia would be necessary for its removal. Surgical decision has been made to leave it as is. Additional information received 9nov2015: are you referring to the guide wire (j-tip metallic) used for insertion? -> yes approximately how much is in the patient? -> 5 cm (the extremity of the guide wire was broken at the end of the procedure , when retrieving). Is the piece of wire in the catheter still or freely in the patient¿s pleural/peritoneal space? -> yes (according to a surgical decision; leave the broken part in the patient to avoid a general anesthesia _ no clinical consequences on the patient so far). Is the catheter a pleural or peritoneal catheter? -> pleural. Did you notice anything unusual about the catheter/guide wire prior to insertion? -> no. Did the guide wire get stuck on anything? Tissue or bone? -> no. Is the catheter functional? -> no _ ablation at day 1. Pt information: age, gender, initials, diagnosis -> woman / (B)(6) / diagnosis = neoplastic pleurisy. Were there any medical interventions other than the x-ray? -> ultrasound. Will there be any follow up treatment related to this event? -> the patient is followed by the oncology department. Do you have the remaining guide wire (j-tip metallic) for evaluation? -> no.